Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8840, serial # unknown, product type programmer, physician; product ID 8835, serial # (B)(6), product type programmer, patient.

Event description:
Information was received from a manufacturer representative regarding a patient receiving clonidine 100 mcg/ml for a total dose of 11 mcg/day, bupivacaine 20 mg/ml for a total dose of 2.2 mg/day, and morphine 10 mg/ml fora total dose of 1.1 mg/day via an implantable pump for spinal pain. It was reported the pump showed stopped for 20+ hours after reprogramming on (B)(6) 2016. Caller reviewed logs and there was not a complete set which indicated telemetry never completed. When asked if the person programming remembered having trouble with telemetry or if the programmer crashed or anything and caller stated it seemed normal. Caller stated they thought they had a printout, but could not find it. It was explained that they would have not seen a ¿telemetry complete¿ message or had a session report since it was never finished/completed, and if they had a printout that it would have had to be a print report, which would only list the pending settings. Patient reported she received error code/patient activated (pa) disabled when she tried to give herself a bolus. It was confirmed that the pa would have showed as disabled if pump was left in stopped mode. Caller stated he would discuss with the physician to see if she wanted to start the patient on a different dose since the pump had been stopped for 20+ hours and reviewed they should ensure they see the telemetry complete message with any update. No patient symptoms were reported and no additional information was available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.